Event description:
In 2006 had 2 stents for my heart month (B)(6) 2011 I had a pacemaker put in my chest. My heart beat was 30 and dropping. Altogether hosp 3 1/2 days, 2006 to 2011 2 operations due to nexium 40mg.